Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. An additional lot number was reported (lot # m016130). Device not returned.

Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges. The customer's blood glucose level was 426 mg/dl. The customer administered a correction bolus. The customer's blood glucose level was within range at the time of the call.